Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "dr performed an ablation at the same time the coils were implanted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), depression ("depression"), cyst rupture ("ruptured haemorrhagic cyst") and injury ("truma"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection, depression, cyst rupture and injury outcome was unknown. The reporter considered cyst rupture, depression, infection, injury and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. He012ke, e26127) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "dr performed an ablation at the same time the coils were implanted". The patient's medical history included dysfunctional uterine bleeding, anemia and left lower quadrant pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), depression ("depression"), cyst rupture ("ruptured heamorrhegic cyst") and injury ("truma"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, infection, depression, cyst rupture and injury outcome was unknown. The reporter considered cyst rupture, depression, infection, injury and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received: patient dob and lot number were added. Relevant medical history was added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "dr performed an ablation at the same time the coils were implanted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), depression ("depression"), cyst rupture ("ruptured heamorrhegic cyst") and injury ("truma"). The patient was treated with surgery (hysterectomy/emergency surgery to remove my fallopian tubes). Essure was removed. At the time of the report, the pelvic pain, infection, depression, cyst rupture and injury outcome was unknown. The reporter considered cyst rupture, depression, infection, injury and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "dr performed an ablation at the same time the coils were implanted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), depression ("depression"), cyst rupture ("ruptured heamorrhegic cyst") and injury ("truma"). The patient was treated with surgery (hysterectomy/emergency surgery to remove my fallopian tubes). Essure was removed. At the time of the report, the pelvic pain, infection, depression, cyst rupture and injury outcome was unknown. The reporter considered cyst rupture, depression, infection, injury and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case-(B)(4) (duplicate) including references, source document, reporter has been transferred to this case. Legacy device report num- 2951250-2020-05356. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. (He012ke,e26127)inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "dr performed an ablation at the same time the coils were implanted". The patient's medical history included dysfunctional uterine bleeding, anemia and left lower quadrant pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), depression ("depression"), cyst rupture ("ruptured heamorrhegic cyst") and injury ("truma"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, infection, depression, cyst rupture and injury outcome was unknown. The reporter considered cyst rupture, depression, infection, injury and pelvic pain to be related to essure. Lot numbers reported (he012ke, e26127) are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.